Event description:
It was reported that this pacemaker was explanted and a non bsc right ventricular (rv) lead was surgically abandoned due to impedance issues and high pacing thresholds. This caused a premature battery drain. Also, intermittent ra undersensing was observed in atrial tachy response and presenting events. The patient received a new lead and a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.